Manufacturer narrative:
Part 314.116, lot 5l75754: manufacturing site: haegendorf. Release to warehouse date: september 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it was observed that the tooth at the stardrive tip of the screwdriver shaft was stripped. The rest of the device shows normal wear which would not contribute to the complaint condition. A functional inspection of the received device cannot be performed as the device was received by itself. But stripped tooth might have contributed to the reported ¿device interaction¿ condition. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. The relevant (current and manufactured) drawing was reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the screwdriver driving tip was stripped might have contributed to the reported ¿device interaction¿ condition. While a definitive root cause could not be determined, it is highly possible that the stardrive tip of the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the t15 stardrive screwdriver shaft was not retain screws. During the investigation by the manufacturer, it was noted that the tooth at the stardrive tip of the screwdriver shaft was stripped. Concomitant device reported: screw (part unknown, lot unknown, quantity unknown). This report is for a screwdriver shaft. This is report 1 of 1 for (B)(4).